Event description:
It was reported that "after application of the first clip, the device jaws remained in the closed position on the cystic artery. The surgeon tried unsuccessfully to open the jaws. A hemorrhage took place, then he converted the procedure into a laparotomy and consequent anastomosis, and suture vascular injury. This prolonged the hospitalization."

Manufacturer narrative:
The device was disposed of and will not be returned to conmed corporation. The complaint info including product number and lot code will be given to the manufacturing site for the engineer to do a review of the device history record, and production records. When closing of the investigation is completed, I will send you a supplemental report.